Manufacturer narrative:
Continuation of concomitant products: product ID 8780, serial# (B)(4), product type: catheter.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pump flipping was determined to be weight loss. The pump flipping had not been resolved. The cause of the catheter coming loose was unknown, and the patient's weight was noted as unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was flipping. The patient reported that they had lost a lot of weight the past several months since the pump was implanted. The patient reported that they would being seeing their doctor in a week's time. It was reported that the patient's catheter came loose and the doctor had to revise it. No further complications were anticipated/reported.